Event description:
This lead has an unknown implant and out of service date. An implant form states that this abandoned high voltage lead was visible under fluoro which was extending into the rv apex from an apparent prior left-sided device. The physician was dr. (B)(6) at (B)(6) medical center of (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).